Manufacturer narrative:
Baxter medical assessment: although histologically not confirmed, the pictures of the removed, gel mass resemble to a non-degraded coseal hydrogel. There was no symptoms caused by the mass of applied coseal, but its presence required revision surgery. Although coseal degrades in less than 30 days, in this case this was not the case. The incident has been caused with a high level of clinical plausibility by the application of a too thick layer (spray device not used) in conjunction with an excessive amount of coseal. The reporting physician has already performed retraining of the utilizer. The wording of the IFU is outlining all the aspects of the correct application and of avoiding complications described above. No further actions are required.

Event description:
A dr attended a global advisory board meeting held. During the meeting, he reported the following incident which occurred with coseal. Dr was assisting one of his colleagues during an aortic root replacement on a man after completion of the distal anastomosis, bleeding was evident from the suture tracks at one area of the anastomosis. The graft was reclamped, the anastomosis dried and dr suggested his colleague apply a thin layer of coseal to the site of bleeding. The colleague applied an 8ml kit of coseal using the applicator tip. Dr stated the coseal was confined to only the area of bleeding, and formed a very thick clump. The blood flow was re-established and no bleeding was seen from the graft. The patient had an uneventful recovery and was discharged home. During a 2 month post operative follow up visit, a mass was identified on CT scan. The mass was seen at the distal anastomosis. The patient was reoperated on for removal of the mass. The aortic graft was not effected and the patient recovered without incident. Several pictures of the mass were taken in the or by dr and the mass was opened in the or, but not sent for pathology. Dr referred to the mass as a cosealoma and stressed again to his colleague that coseal should always be applied using the spray applicator to obtain a thin layer, not a clump.